Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of february 11, 2025, was chosen as a best estimate based on the date the manufacturer was made aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. Block h6: the patient code e2401 captures the reportable event of unspecified injury. The impact code f12 captures the reportable of patient filed for a legal claim related to the unspecified injury related to the implanted mesh.

Event description:
It was reported that the patient who was implanted with this boston scientific mesh experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block h2: additional information blocks b2, b3, b5, d4, d6a, e1, g1, h4, and h6, has been updated based on the additional received on march 1, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of april 7, 2011, was chosen as the best estimate based on the date the device was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the patient code e0506 captures the reportable event of internal and vaginal bleeding, the patient code e1002 captures the reportable event of abdominal pain, the patient code e1405 captures the reportable event of pain during sexual intercourse, the patient code e0206 captures the reportable event of emotional distress, the patient code e2330 captures the reportable event of back pain and constant pain, the patient code e2311 captures the reportable event of discomfort. The impact code f1202 captures the reportable of patient is unable to leave the house without difficulty and requires assistance from her family with domestic tasks.

Event description:
It was reported that the patient implanted with the advantage fit system has experienced several complications, including worsened incontinence, internal and vaginal bleeding, and abdominal and back pain. She has also suffered emotional distress and pain during sexual intercourse, which has led to an inability to engage in sexual activity. The patient also claims to experience constant urinary urgency. Additionally, she suffers from persistent pain, which has affected her mobility and limited her ability to lift objects. Her pain and discomfort are such that she is unable to leave the house without difficulty and requires assistance from her family with domestic tasks.